Event description:
A 6f angio-seal sts device was used to seal the arteriotomy site post percutaneous cardiac interventional procedure. A pre-deployment femoral angiogram was performed and documented the right femoral artery was acceptable for an angio-seal device. The pt received integrilin intravenously (IV), dose, unk. The pt was transferred to an observation area where the pt became unstable. The pt returned to the cath lab in a hypotensive and acidotic state with a dropped hemoglobin. The pt received 2 ampules of sodium bicarbonate. A femoral angiogram documented slow flow in the iliofemoral system. The pt was given IV dopamine, and IV levophed, doses unk. The pt had a blood pressure of approximately 100. The pt underwent surgical exploration of the right groin. The surgeon found a retroperitoneal hematoma arising from an area of the external iliac artery. The dr repaired the artery with 6-0 prolene, irrigated, and closed the incision. The pt received a blood transfusion and hemodynamically improved.